Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on may 5th 2016 stating that every time they recharged the battery to full they would feel extreme surges 2-3 times when they turned the system on. The stimulation was great, but the intermittent surges right after they fully charged were annoying. Their previous battery did not do this. Impedances were all normal and the battery was recharging with good coupling and good durations every sunday. The issue was not resolved, and there were no surgical interventions conducted or planned at that time. Additional information was received from the rep on may 9th stating that the issue had not been resolved to their knowledge, and it had started with their new battery from the (B)(6) 2015 replacement. They enjoyed the therapy very much, but not the jolts that occurred the first few times after fully recharging. The cause was not determined. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.